Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly calcified vessel. A 5.0x40 40cm mustang¿ balloon catheter was advanced for dilation. When the balloon was inflated at 7 atmospheres for 5 seconds, contrast media leakage was observed under fluoroscopy and the balloon was noted to have ruptured. The procedure was completed with another mustang¿ balloon catheter. No patient complications were reported and the patient's status was stable.